Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the implantable cardioverter defibrillator (ICD) exhibited pseudo pseudofusion which possibly contributed to a slow ventricular tachycardia (vt). The slow tachycardia was found to have been incorrectly interpreted as supraventricular tachycardia (svt) by the ICD, resulting in failure to deliver high voltage (hv) therapy to convert the patient back to sinus. No intervention was performed. Patient condition was stable.